Event description:
It was reported that bd alaris pump module smartsite infusion set was malfunction the following information was received by the initial reporter with the following verbatim: it was reported that there was suspected backflow from primary to secondary bag, incident secondary infusion of zosyn primary bug was seen to be bulging. There was no information on patient involvement.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.